Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the issue occurred when the force bipolar and mcs rubbed together to remove the burnt residue. It is unknown if the issue occurred after a system fault. It is unknown what the target tissue was or if the jaws were stuck on tissue or stuck on closed tissue. It is unknown if there was any tissue removal and there was no bleeding. There was no injury to the patient, and the procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument's jaws could not be opened or closed and had stopped working. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. The customer provided an image of the instrument with no obvious damage.